Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs and performance testing confirmed the reported system fault error message (sf 179). Based on all available evidence, the reported device fault was due to an isolated component failure within the device main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) indicating a capacitor fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device is currently being returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) indicating a capacitor fault. There was no patient injury reported as a result of this incident.